Event description:
Patient was revised to address poly wear on the medial side of the post and medial edge of the tibial insert, and instability.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4): the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions about the reported patient knee pain. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify product contribution to the reported event or determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.